Event description:
Adverse event(s): "none reported" (no info). Product problem(s): "material defect" (defective component [haptic]); "decentration" (malposition of device [iol (intraocular lens) implant]). A consumer reported an intraocular lens (iol) was exchanged due to a material defect of the iol. In a follow up, the surgeon indicated that haptic was defective and that decentration occurred after implantation. There are two medical device reports associated with this event. This report is for the original implant surgery.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. (B) (4). (B) (4). (B) (4).